Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a routine pulse generator change out. The atrial lead exhibited noise. An insulation abrasion as a result of friction to the device can was noted on the lead. The physician repaired the lead using a repair kit and the lead remained implanted. The patient would continue to be monitored.